Manufacturer narrative:
D4: the model number, lot number or product sizing information for product unfortunately was unknown. The complainant only stated that "experienced severe abdominal discomfort from company's convex appliance. She did not know if it was a 1 or 2 pc convex". Since the customer was unable to provide the exact model number, therefore, based on the past history of samples provided, the possible closest model number 413182 has been captured. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
It was reported by the daughter of end user that one wafer from unknown lot number caused severe abdominal discomfort and pressure and "prevented the stool from coming out." It occurred around (B)(6) 2022. She did not know if it was a 1- or 2-piece convex wafer and states that it "pushed the stoma inward" and was diagnosed with a blockage which eventually resolved. She believed it occurred from the appliance, but this was not confirmed. She cannot provide what size her stoma was at the time or much about the details of her stoma during that time. The product was used on patient. No photo is available at this time.